Event description:
International customer reported that there was an air leak near the exit port of the device. The reservoir inflated with air soon after initial activation. The device was exchanged for a new reservoir. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.